Event description:
The patient stated that her infusion device was beeping and "2.00" with four dashes was displayed on the screen. The patient stated that she did not know how long the power pack had been in use. She stated that she was aware of the recall and she thought she was using a corrected power pack. The patient was only able to read the beginning of the lot number (0609--) and she was advised that she was still using a recalled power pack. The patient was advised to discard all recalled power packs and to only use corrected power packs. The patient was at work and did not have another power pack with her. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.